Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for device upgrade. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.